Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly. The customer's blood glucose (bg) level was in the 300s mg/dl. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.